Event description:
It was reported that while the attendant was treating the pt with his back to the ventilator and support arm, he felt the support arm hit his back. He subsequently found the support arm broken at the "short segment" joint but the actual break is on the long arm side. There was no reported harm. (B)(4). Ref number: 8010042-2013-00079.